Manufacturer narrative:
Visual inspection was not performed as the lens has been discarded. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the mrr for this complaint and/or similar issues. A search on complaints revealed no other complaints were received for this order number to date. The units were released according specification in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an anterior vitrectomy and incision enlargement performed due to an unknown issue. A pcb00 +22.5 diopter was implanted and replaced with a non-amo lens during same procedure. Reportedly, the sample will not be returned for evaluation due to the sample was discarded by the customer. No further information was provided.

Manufacturer narrative:
During manufacturing record review, there was one non-conforming report for the production order. This non-conforming report did not contribute to the complaint and/or similar issues. All pertinent information available to abbott medical optics has been submitted.